Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the release latch was blocked. Analysis also found the upper case was damaged; plastic particles ( from broken upper case) found inside battery chamber. Battery contacts were contaminated with transparent residue. It was noted there were several missing parts backside of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the button used to open the slot for battery doesn't work. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.